Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -22.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting and lens rotation. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.